Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that his blood glucose reached 489mg/dl while wearing the pod on his abdomen for between 4 and 24 hours. He went to the hospital with tachycardia and was diagnosed with diabetic ketoacidosis. Treatment included giving himself a bolus of insulin through manual injection as well as IV fluids and an insulin push while at the hospital. The patient stated that the cannula appeared crimped when the pod was removed. He also stated that he had gone without insulin for 24 hours and was still in the hospital at time of call. The patient's blood glucose and insulin history is as follows: date/time: bg(mg/dl): bolus(u): (B)(6) 2018. 8:28am, 369. 5:29pm, 373. 9:27pm, 276. 11:13pm, 416, 20 (manual injection). (B)(6) 2018. 11:25am, 489.